Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator had a safety valve open while in use on a patient. Patient outcome information was not provided.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). New information was received where indicates that the ventilator was not connected to the patient when the failure occurred. The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the graphic user interface (gui) printed circuit board (pcb) the unit passed all testing and operates within the manufacturing specifications.